Event description:
During an esophagus dilation, the tip of the dilator allegedly came off inside the pt. The tip was caught in the tumor and was not retrievable. Pt was brought back the next day and an incision was made to retrieve the piece.